Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During the procedure, tibial baseplate implant preparation was burred lateral to the planned position.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Engineering discussed the event with the makoplasty specialist (mps) present during the case. The eval revealed that the operating room table set-up used by the surgeon likely caused the tibial array to move and the registration to shift. The operating room table was placed higher than the standard recommended set-up for a makoplasty procedure. This resulted in the tibial array being positioned such that it interfered with the motion of the robotic arm as the surgeon resected the bone surface. The mps informed the surgeon of the risk that improper set-up can add to the procedure, and no issues have been observed in subsequent cases.